Manufacturer narrative:
It was reported that the patient lift is not functioning properly. The charging indicator lights do not illuminate when the lift is plugged in, suggesting a possible charging issue. The lift does not consistently raise or lower on the patient and the legs do not reliably extend or retract. After removing the battery, the lift was able to raise but not lower on unloaded patient and the legs could extend but not retract. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the patient lift is not functioning properly. The charging indicator lights do not illuminate when the lift is plugged in, suggesting a possible charging issue. The lift does not consistently raise or lower on the patient and the legs do not reliably extend or retract. After removing the battery, the lift was able to raise but not lower on unloaded patient and the legs could extend but not retract.